Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load fill tubing sequence, the customer pressed stopped and insulin continued to drip out of the infusion set tubing. There was no adverse impact to the customer's blood glucose level. A supply change was performed to address the issue.